Event description:
Device 1 of 2: reference MFR report: 1627487-2011-09280. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2008. The pt's pain pattern is right leg. Upon turning stimulation on, the stimulation is felt in the right leg (wanted), then spreads to the left leg and lower back (unwanted). Reprogramming attempts have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.